Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The reported issues of lights dimming in the room was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The device powered up with no errors. All power supply and lithium voltages were within specification. The a/c line current was measured at the power entry module and found to be within specification. An inspection of the power section for signs of arching revealed no issues. Normal machine total line current could cause light dimming if the home patient's power was heavily loaded by other equipment. However, there is not enough evidence to make a determination. The assignable cause for the lights dimming in the room was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the lights dimming. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a homechoice (hc) with a buzzing issue during use. The home patient (hp) stated that the lights were dimming in the room only when the homechoice was in use. The technical service representative (tsr) arranged to have the device swapped.